Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient was revised due to subsidence. Evidence of metal debris was noted by the surgeon.

Event description:
It was reported that the patient was revised due to subsidence. Evidence of metal debris was noted by the surgeon.

Manufacturer narrative:
An event regarding stem subsidence involving an accolade stem was reported. The event was confirmed. Device evaluation and results could not be reviewed as the device was not returned. A review of the provided x-ray by a clinical consultant confirmed the event of stem subsidence but could not determine a root cause. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received, further information is needed.